Manufacturer narrative:
(B)(4). Date sent 12/23/2024 d4 batch #970c22 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one sr75 reload was not received, only an opened packaging was returned. As no reload was returned for evaluation we are unable to investigate further the event description. The event described could not be confirmed as no device was received. This report is not intended to deny that you experienced a problem with the device and the reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished device lot number 970c22, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 12/9/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.